Manufacturer narrative:
Device evaluated by MFR: based on review of all available information, there is no evidence to suggest that the reported event is related to any design issues. The cause of surgical revision cannot be conclusively determined; however, it is most likely related to the patient¿s underlying condition as associated with the interaction between the implanted device and the patient due to patient illness, unique anatomy, or other condition that impacts the performance of the device. These devices are used for treatment not diagnosis.

Event description:
It was reported via legal that a female patient had an initial right ankle replacement procedure on (B)(6) 2019 at age 56 yo and had a revision on (B)(6) 2021. Revision was noted to be for flexor digitorum longus tear; medial gutter impingement; periprosthetic cyst at the talar component; instability; difficulty getting to neutral dorsiflexion; difficulty walking and weight-bearing; stiffness, loss of movement and flexibility; pain at the posterior aspect, tightness in the posterior aspect; swelling of the ankle. Current reported condition of patient-right ankle pain and loss of range of motion, non-weight bearing, use of crutches, pain medication, back and neck pain due to abnormal gait. No additional information.